Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm tmicl13.2, -12/1.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. A new pi and yag was performed on (B)(6) 2021.the lens was explanted on (B)(6) due to excessive vault and pupil block with elevated iop(34mmhg assessed on (B)(6) 2021. A shorter length lens was implanted (B)(6) 2021, in a second surgery on (B)(6) 2021. This resolved the problem.cause of the event is reported as device, "patients sulcus is an anatomical varianet from the normal which resulted in higher vault than expected with the FDA nomogram." Correct information: h6 - health effect-impact code - reported as 4629 - correct to 4627. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the pupil issue was a result of the initial surgery not the replacement. The patient is doing well with all other side effects besides the pupil resolved. The cause of the event is reported as device. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2, -12/1.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. A new pi and yag was performed on (B)(6) 2021. The lens was exchanged with a shorter length lens due to excessive vault and pupil block with elevated iop(34mmhg assessed on (B)(6) 2021) on (B)(6) 2021. This resolved the problem.cause of the event is reported as device, "patients sulcus is an anatomical varianet from the normal which resulted in higher vault than expected with the FDA nomogram."